Event description:
It was reported that the patient presented with the screw of the implant at tooth site #30 (palmer) broken in half.

Manufacturer narrative:
Zimvie complaint number (B)(4). A3: patient sex unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. E1: email address unknown / not provided. G4: PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.